Event description:
A customer from (B)(6) notified biomérieux of misidentification results for an rcpa eqa quality control strain when testing with vitek® 2 gp ID test kit (ref. (B)(4)). The intended result was brevundimonas vesicularis, and vitek 2 identified the organism as sphingomonas paucimobilis. As there is no patient associated with this quality control strain, there is no adverse event related to any patient's state of health. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
A customer from (B)(6) reported a misidentification of a bordetella trematum rcpa eqa quality control strain, as comamonas testosteroni when testing with vitek® 2 gp ID test kit (ref. 21342). An investigation was performed. The customer reported that the lyophilized sample from blood had been subcultured 2-3 times and plated to horse blood agar, macconkey no.3, chocolate agar, sabouraud agar and wilkins-chalgren. It was reported that the respiratory sample was plated to horse blood agar, macconkey no.3, chocolate agar + bacitracin. It is not clear if this sample was from blood or respiratory and which media was used to set up the gn card although several listed (macconkey no.3, sabouraud agar, wilkins-chalgren, chocolate agar + bacitracin) are not recommended media. The customer reported incubating the isolate at 35c for 48 hrs in co2 and setting up from a 24-48 hour plate. Gn culture requirements do not recommend setting up isolates incubated in co2 and age of culture is 18-24 hours. One lab report was submitted showing a very good identification of c. Testosteroni with 4 atypical negative reactions (cit, o129r, lmlta, ellm) for an identification of b. Trematum according to the gn knowledge base. Atypical negative reactions can indicate a strain with decreased viability, user set up error or an atypical strain. It's possible that the use of non-recommended media, co2 incubation and age of culture of 48 hrs (as indicated by the customer) may have contributed to the misidentification. However, without the strain or raw data it's not possible to further evaluate the cause of the misidentification. Vitek gn lot # 2410000203 met final qc release criteria and passed initial qc performance testing.